Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The 4k uhd lcd monitor was reported to not boot up to port a. It was verified that the "auxiliary in" setting was configured for serial digital interface (sdi) input in the device settings menu, but the monitor defaulted to port b upon rebooting. As a resolution, the sdi cable was connected to the sdi input port instead of the auxiliary input, and port a was used for the input. After rebooting the device, it was confirmed that the input remained on port a. There were no reports of patient harm.